Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced frequent low blood glucose reported at 61 mg/dl, with the caregiver managing most hypoglycemia events and noting that the user often did not announce meals, which was believed to contribute to the lows. The case involved education on meal announcements and transfer for additional training and support. Symptoms included low glucose and urgent low soon alerts. Outcomes included treatment with oral glucose without emergency care. Investigation included troubleshooting and user education with assignment for additional training. Investigation of this case revealed user-related use error associated with missed meal announcements, with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user technique and training needs.